Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote follow-up transmission revealed oversensing of due to myopotentials. Programming changes were made. There were no reported adverse consequences to the patient.